Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-12299.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-12299. It was reported the patient's system was autoreducing. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.